Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated "I'm in worse shape with it (ins/therapy) than I was without it. I don't do anything - I can't do anything. I've learned to not doing anything - if I do turning or twisting or bending - it don't work for me and I'll get shocked like crazy." When agent inquired event date, patient stated "I don't know the exact date, but it was like 3 weeks before easter - my leg didn't hurt I felt different but good. On easter morning, I woke up and my legs absolutely killed me, and been hell since then." The patient indicated that the only way they get a bit of relief is if they turn up the stimulation really high, but then they get shocked when they move. Patient stated they've never had settings making them need to charge the ins daily. Agent reviewed considerations, reviewed rep role, redirected to healthcare provider, and reviewed physician listings info.